Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charge test was not performed due to receiver usb does not recognized to down load log or test. Receiver boot test was performed and passed. Functional test was not performed due to receiver usb does not recognized to down load log or test. An internal visual inspection was performed and passed. Performance data was reviewed. The allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.